Manufacturer narrative:
An event regarding dislocation involving an unknown ceramic head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: no x-rays, no operative reports for the first and second-stage revisions for infections, no bacteriology reports, and no implant labels indicating which stryker or biomet products specifically were used are available. The initial loosening of the stryker acetabular component was likely related to periprosthetic infection, as well as chronic tobacco abuse. The later recurrent dislocations related to soft tissue compromise from multiple surgeries, persistent infection and hematoma, and mismatched acetabular components from a manufacturer different from that of the femoral component, as well as possible component malposition. No examination of any explanted components is available. There is no evidence either of these complicating events resulted from factors of faulty component design, manufacturing or material relating to the stryker components in this case. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, and x-rays, are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Recurrently dislocating total hip arthroplasty. The patient previously had a capsular repair. However, the patient has not observed the dislocation precautions during the healing period. The patient popped it out twice this past weekend. The patient was revised.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Recurrently dislocating total hip arthroplasty. The patient previously had a capsular repair. However, the patient has not observed the dislocation precautions during the healing period. The patient popped it out twice this past weekend. The patient was revised.